Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 600mg/dl. Reportedly, the cause was customer's cat chewed through the infusion set tubing with a non-tandem infusion set, and insulin was not received. The infusion set brand and manufacture was not provided. Bg was treated with intravenous fluids, and manual insulin injections. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 245 mg/dl).